Event description:
Same case as MFR#: 2134265-2011-03048. It was reported that during a percutaneous coronary intervention procedure, a balloon became stuck on a guide wire. During advancement, the 15mm x 1.50mm apex push monorail became stuck on the graphix guide wire during the procedure. The two devices were removed together as a unit. The procedure was completed with another apex push monorail and graphix guide wire. No patient complications were reported and the patient's status is unknown.

Event description:
Same case as MFR#: 2134265-2011-03048. It was reported that during a percutaneous coronary intervention procedure, a balloon became stuck on a guide wire. During advancement, the 15mm x 1.50mm apex push monorail became stuck on the graphix guide wire during the procedure. The two devices were removed together as a unit. The procedure was completed with another apex push monorail and graphix guide wire. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned and examination of the balloon catheter identified that the tip of the device was stretched and flattened. As a result of this damage it was not possible to pass a 0.015 inch size mandrel through the tip. No other damage was visible along the length of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).